Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. Native valve injury may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. Difficulty crossing the native valve may be due to anatomical and/or procedural factors, including heavy calcification, wire bias into commissure, horizontal aorta (tf), tortuous thoracic aorta, flex catheter kinked, incomplete bav, or interaction with other cardiac structures (e.g., mitral valve entanglement during ta approach). In most instances this resolves with routine troubleshooting maneuvers. However, in severe cases the device will need to be deployed in the aorta or removed from the patient through a new surgical incision. The complaint for "navigate and position catheter to target location - difficulty or inability to cross native annulus and/or bioprosthesis" were unable to be confirmed as the applicable imagery was not returned for evaluation. As per the complaint description, "it was judged to be acceptable range and attempted to cross the native annulus, but it was unable to cross. It was due to patient anatomy (aortic calcification)." It is likely that presence of calcification in the annulus obstructed the valve from properly crossing the native annulus. The device was visually inspected and the following was observed - the steering tube was curved, likely due to packaging. The 29 mm sapien 3 valve remained crimped on the inflation balloon, over the distal shoulder and distal tip. No visual abnormalities or damages were observed on the delivery system. Functional testing was performed and revealed that after deploying the valve, engineering attempted to withdraw the delivery system from the sheath but there was no resistance was observed and the delivery system withdrew from the sheath without difficulty. Due to the nature of the complaint, no applicable dimensional testing was performed. Without the returned of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (calcification) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist, during a transaortic tavr procedure with a 29mm sapien 3 valve, there was strong resistance while advancing the certitude delivery system through the sheath. The physician advanced slowly while applying strong force and when the valve exited the tip of the sheath, the valve moved one marker toward aorta side. It was judged to be in acceptable range and the team attempted to cross the native annulus, but were unsuccessful due to patient anatomy (aortic calcification). It was then decided to retrieve the valve. When attempting to pull the valve into the sheath, the valve moved to the center marker. The sheath was removed with the valve exposed from the sheath. A new sheath was inserted, and the valve was implanted without problem. As per follow up, the device was taken in and out, resulting in heavy hemorrhage and hemorrhagic shock occurred upon removal of the first sheath. The bleeding site was unknown. Blood transfusions were performed, but the number of units was unknown. As per follow-up received from the japanese tavi registry, during crossing of the native annulus, the non coronary cusp (ncc) was damaged resulting in severe regurgitation and hypotension. V-a ECMO was introduced due to difficulty in maintaining circulation dynamics. After achieving circulation dynamics, the sheath was removed with the valve. Iabp was initiated, and ECMO was weaned. The procedure was completed successfully.